Event description:
A malfunction alarm was reported, specifically indicating a momentary power loss to the vibrator motor, with code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.